Event description:
"During removal of stylette from catheter, clip did not engage at tip, it engaged half way down the stylette. Nurse stuck left fifth finger (pinky), there was patient blood on stylette.